Manufacturer narrative:
A thorough investigation was to be performed to determine the cause of the reported problem; however, the suspected part was not returned for a part analysis. The system has returned to service with no similar issues reported.

Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system's control panel did not lock properly while transporting the system within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The issue was confirmed with the customer facility¿s biomedical engineer and a replacement solenoid was shipped directly to the customer to repair the system. Philips has started an investigation, and upon completion, a follow up report will be submitted.